Event description:
The distributor reports that the surgeon, against his advice, used a dorsal height adjuster to attempt to remove a screw during a surgery to extend fusion. The tip of the device broke and remained in the screw head.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The returned device was visually examined. The pentalobe tip is twisted in a manner consistent with screw removal. The tip has also broken off in a manner consistent with a torsional failure. A hardness test was performed and meets the requirements per the product drawing. There are no indications of manufacturing defects. The polaris 5.5 surgical technique guide was reviewed. It gives clear instructions that the dorsal height adjuster is used for minor manipulation of the screw to set it to the correct height. The guide also clearly provides instructions that the multi-axial screw driver is to be used during screw removal. The screw driver has the large knurled-t at the distal end of the device which seats into the u-slot on the screw to provide additional support to the pentalobe tip for the torque necessary for screw removal. The dorsal height adjuster has only the pentalobe tip. The root cause is attributed to user error: applying improper torque to failure on the device during a task for which it was not intended.